Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's father contacted the hcp on (B)(6) 2018 to report a "bump" he noticed over the patient's pump pocket. The patient was brought to the hospital on (B)(6) 2018 and he was brought to the operating room for a pocket exploration and washout. It was noted the cause of the event was undetermined. It was unknown if the issue was resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.